Event description:
Complainant alleged that the medics were using the device in semi-automatic mode to analyze the heart rhythm of 92 year old female pt being treated for a myocardial infarction. The complainant indicated that the device did not recognize the pt's fine ventricular fibrillation heart rhythm, therefore it did not charge. The medics then switched the device to manual mode and delivered one 200 joule shock to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the malfunction.